Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that yesterday the patient went in for an MRI and they had to have the device working but the patient couldn't do it because they hadn't used the device in a long time. The agent walked the caller through connecting the handset and communicator to the implant. The patient was able to successfully activate and deactivate MRI mode. When they deactivated the MRI mode it said therapy was off. The caller said they didn't turn therapy off it was on last night. The patient went back in the menu option and selected MRI and activated and deactivated MRI mode. This time when they selected to turn therapy back on the therapy came back on to their old settings. The troubleshooting steps that were taken on the call resolved the issue. The patient will call back on monday if they needed further assistance. The patient mentioned they had an MRI of the foot next monday.